Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. No actions taken at this time. Eos was not resolved, nor has the device been explanted at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's daughter and a manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient has a prime cell battery at end of service (eos) due to normal use. The patient had two programs at 2.5 intensity. 4 contacts were used on each program. The pulse width 450 rate 60. The patient never turned off their ins. The family stated that she was told by the physician that the battery had a 10 year warranty. The patient's family chose to non-rechargeable battery because they didn't think the patient could charge her battery herself. No further complications were reported. No patient symptoms were reported.